Event description:
A micro driver rx coronary system stent 2.25mm x 14mm was used for an attempted stenting of the proximal lcx. It was reported that the micro driver rx was unable to cross and while it was being withdrawn, it dislodged. It took the operator 5 hours to remove the stent using the snare kit. Communication received from the field confirmed that the device was inspected before use with no issues noted. The micro driver rx device was discarded, but procedural cd images were received for evaluation. The cd images confirm that the stent dislodged at the proximal lcx. The stent appeared stretched in the mid section, indicating that the stent may have caught on the calcification present in the vessel. Confirmation received stated that resistance was encountered when advancing the device to/across the target lesion. Cine images showed the dislodge stent being caught by the snare and the vessel being further dilated prior to the physician continuing the procedure. The target lesion in the proximal lcx is reported have been severely calcified with 95% stenosis and acute angulation. The patient's morphology is most likely the root cause of the reported event. The patient is reported to be fine post procedure and no additional clinical sequelae have been reported.

Manufacturer narrative:
Evaluation: cds received for evaluation. Evaluation: results: severe calcification with 95% stenosis and acute angulation, stent dislodged. Evaluation: conclusions: severe calcification with 95% stenosis and acute angulation. Secondary intervention.